Manufacturer narrative:
The device was returned to olympus for evaluation. A visual inspection was performed on the returned device and found some tissue build up. The ptfe pad (teflon pad) was inspected and found to be separated from the jaw exposing metal. The device was connected to the lab usg-400/esg-400 and a short circuit error message was observed. The distal end of the device was inspected under a microscope and found char marks on the probe unit. Based on similar reports, this type of teflon pad damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during a diagnostic laparoscopic re-anastomosis of colostomy and rectal pouch procedure, the teflon pad from the grasping section of the device lifted exposing metal on the jaw. The surgeon was utilizing the cut/coag function when the incident occurred. No device fragment fell into the patient. No error codes were observed on the generator. The intended procedure was completed with a similar device. It was reported that a moderate amount of bleeding was observed; however, no patient injury reported. Additionally, the user facility reported that the device and the connection points were inspected prior to the procedure with no anomalies found.